Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received numerous motor error alarms on her insulin pump over the past few weeks. Customer stated that she would receive an alarm when she changed her infusion set and she would be stuck in a loop of rewind. Customer stated that she would get the pump to work eventually after up to 10 rewinds or a set change. Customer was advised that the pump will need to be replaced. .

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No drive motor anomaly noted, no motor error alarm noted and the motor passed motor test. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken battery tube threads and missing end cap sticker.